Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
On an unknown date, the patient was implanted with hardware in the left foot. The patient developed pain on an unknown date. Revision surgery took place on (B)(6) 2013 to remove the painful hardware. A broken plate, screws, and pentacle screws were removed. The fracture had healed. A 2.7mm locking screw and a 2.7mm cortex screw were found to both have the head removed. The shafts of both screws remain implanted. This is report 5 of 10 for complaint (B)(4).